Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and a bolus was delivered to address bg. Customer alleged event was partly due to antibiotics, but did not know the other cause. As the event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.